Manufacturer narrative:
The insulin pump alarmed for a button error and had unresponsive buttons due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. Customer stated that the keypad became slow to respond the day before the call. The customer did not recall any significant events leading up to the button error. Blood glucose level at the time of the incident was 127 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.